Manufacturer narrative:
Evaluation summary: because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Four photos were provided by the customer. Visual evaluations of these photos were performed; the pictures show a part of the palindrome catheter inside the patient, in these photos was observed the section of them has bubbles or blistering. The reported condition was confirmed with the photo provided by the customer. Based on the available information the reported issue could not be attributed to the manufacturing process. The most probable root cause can be considered as a different cleaning agent than recommended was used. No further actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had small bubbles on the antimicrobial coating. There was a change in skin tone near the patient¿s catheter exit site.